Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the patient suffered a stroke in the internal carotid artery 12-24 hours post procedure with the subject flow diverter. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, and no difficulties were encountered during the procedure. The stroke occurred due to clotting around the stent post procedure. The patient was treated with additional surgery. No additional information was received. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke' and 'patient vessel thrombosis' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that the procedure of subject flow diverting stent deployment in internal carotid artery was completed successfully on (B)(6) 2021. It was reported that 12- 24 hours post procedure, patient had stroke due to clotting around the subject flow diverting stent. Additional surgery was performed to treat the stroke. The subject stent remains inside the patient¿s internal carotid artery. No additional information is available

Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that the procedure of subject flow diverting stent deployment in internal carotid artery was completed successfully on (B)(6) 2021. It was reported that 12- 24 hours post procedure, patient had stroke due to clotting around the subject flow diverting stent. Additional surgery was performed to treat the stroke. The subject stent remains inside the patient¿s internal carotid artery. No additional information is available.